Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there are cracks in the entrance to the reservoir compartment on the insulin pump. The customer reported the blood glucose level was 11.5 mmol/l at the time of incident. The customer was advised that the insulin pump will be replaced. Troubleshooting was not performed at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.